Event description:
Reportedly, the device was explanted after an implant duration of 76.7 months due to heart failure. Per the cer: patient [presented with] symptoms: shortness of breath, dyspnoea. Reason for reoperation heart failure/decompensation cordis, atrophy of valve's frame, fusion of commisure a1-p1 and a3-p3. Explanted device described as calcification of prosthetic valve and thrombosis at left atrium. Echo not available. Operative and histopathology reports were provided but are not in english. Device was replaced with another mitral valve.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected progesterone result for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported outside the lab and questioned by the physician. Subsequent testing produced results in a lower clinical category. The patient is being seen for fertility treatment. However, the patient was instructed to discontinue her fertility medication for the current month due to the initial elevated progesterone result.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected progesterone result for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported outside the lab and questioned by the physician. Subsequent testing produced results in a lower clinical category. The patient is being seen for fertility treatment. However, the patient was instructed to discontinue her fertility medication for the current month due to the initial elevated progesterone result.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. Calcification is moderate to heavy in the free margin of leaflet 3 and moderate in the free margin of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 3mm. Minimal thin layer of host tissue is detected at the tissue inflow. Host tissue is moderate at the stent inflow and moderate to heavy at the stent outflow. Also, host tissue fused host anatomy to the valve. A cut in the cusp area, at the attachment of leaflet 2, measures approximately to 12mm. As received, almost half of the sewing ring is cut off which exposed the wireform at both aspects; a fracture in wireform is detected. The x-ray demonstrates calcification and wireform fracture.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter is required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is to be returned for evaluation. Customer letter will be provided at conclusion of investigation. Device not returned.